Manufacturer narrative:
The events of seroma-late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported "pain", "radial folds", " peri-prosthetic fluid" and "in the armpit, lymph nodes, which appear a little chubby in an increased number", "the possibility of a bia-alcl should be raised. Axillary lymphadenopathy is of an indeterminate nature" via MRI results. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.